Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that patient anatomy (thin leaflets) resulted in the reported failure to grasp. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted thin posterior mitral leaflet (pml). The first clip was deployed. Then the second clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets; however, the pml was too thin and could not be captured inside the clip. The clip was re-positioned at various parts of the leaflets. A leaflet tear occurred during the re-positioning, and the leaflet could not be captured. The cds was removed with the clip attached. Additional treatment was not provided. The procedure was aborted. One clip was implanted, and mr is 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.